Event description:
After treatment with the device the pt reports no spontaneous erections or morning erections are occurring. Pt also suspects that no rem associated erections are occurring during sleep. The pt is extremely upset as was absolutely no discussion about possible adverse effects on sexual function. Rptr's upset because the urologist running these protocols are gathering no objective data on sexual function at least they are not publishing any in these papers.